Event description:
Reported due to a cardiac tamponade due to hemorrhage requiring intervention. The physician had deployed a graftmaster in the proximal left anterior descending artery (lad) to treat a perforation, which had occurred during a directional coronary atherectomy (dca). The vessel size was reported as 5 mm. Proximal, 4.4 mm distal with mild vessel calcification and 71% stenosed. Reportedly, post dilation of the graftmaster was performed with an unspecified balloon catheter to ensure the deployed stentgraft had been closely attached to the vessel. After coronary angiography confirmed the hemorrhage had not occurred due to any "anomaly of the dilation", the procedure was successfully completed. However, it was reported the pt had a cardiac tamponade due to "hemorrhage from a root of the proximal lad about 2 hours later." It is unk how the tamponade was treated or if this event changed the pt's mgmt or extended the pt's hosp stay. It was reported the pt recovered and was discharged from the hosp.